Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the device causes insufflation issues. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.